Event description:
Customer reporting faint false positive sars results on one patient who tested themselves 4 times (each will be filed as a separate event). Customer communicated the results were confirmed negative by other rapid test and a pcr performed at a pharmacy.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: unable to determine. Source: phone.